Event description:
It was reported that the pt was hospitalized with nausea and vomiting and some abdominal pain. An upper endoscopy was performed. The healthcare provider was concerned that a lead might have perforated through the lining of the stomach. Upon additional review of the endoscopy results, it was determined that there was not a lead perforation. An old endoscopic clip had been mistaken for a device lead. The pt remained in the hospital. Per the healthcare provider, the admission was due to flare up of the pt's disease and was not related to the device. Additional information was requested.

Manufacturer narrative:
(B)(4).